Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006803, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 29-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6008573. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6006803 was manufactured according to the work instruction (wi) version 78 and manufactured in the multivac 12 on 24-apr-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: the reference samples were already tested in the complaint (B)(4). In order to test the product, the returned sample(s) from the lot have been requested. One physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: one physical sample was returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced a severe hypoglycemic event and was hospitalized on (B)(6) 2025. The patient blood glucose level at the time of admission was 37 mg/dl and was treated with d5w dextrose, orange juice and carbohydrate. The patient was hospitalized for more than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006803, in question was manufactured at the reynosa site. Threshold analysis: a query was run on (B)(6) 2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal #(B)(4). The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6006803 was manufactured according to the work instruction (wi) version 78 and manufactured in the multivac 12 on 24-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: the reference samples were already tested in the complaint (B)(4). All test results were within specifications as per the test report (B)(4). In order to test the product, the returned sample(s) from the lot have been requested. One physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: one physical sample was returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.